Event description:
It was reported that (1) lcsc5 was used during a laparoscopic colon resection procedure. It was reported by the rep that the harmonic scalpel lcsc5 locked up during procedure. The staff tried to clean product, reassembled and changed handpiece. The shears would not work. The rep tried to put the device on a new generator and it still would not work. A new lcsc5 was used to complete the case. There was no consequence to patient.